Event description:
It was reported during an open reduction internal fixation (orif) syndesmosis, a 3.2 cannulated drill bit 310.65 broke off in the patient¿s fibula. The broken piece was recovered and another drill bit was used to complete the procedure. There was no harm to the patient and no surgical delay in completing the procedure. The fragment was discarded. The procedure was successfully completed with no patient injury reported. This is report 1 or 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records has been requested.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date: august 12, 2013. A review of the device history records was completed: precision edge surgical products manufactured the drill bit. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with these lots. A product development evaluation was completed: the drill bit was received with approximately six millimeters of the fluted tip broken. The broken piece was not returned for evaluation. The fracture face is jagged. One 3.2mm cannulated drill bit/qc 170mm (part# 310.65) was returned with a complaint category of broke. The 3.2mm cannulated drill bit is part of the 3.7mm cannulated locking and conical screws system which is used in to break into the bone cortex closer to the plate being inserted. The returned device (lot# pe01896) was manufactured on august, 2013 and is seven months old. The 3.2mm cannulated drill bit was received with approximately six millimeters of the fluted tip broken. The broken piece was not returned for evaluation. The fracture face is jagged. A review of the most current edition of the design drawings was performed and there were no changes made to the design of the 3.2 mm cannulated drill bit. The complaint is confirmed for the broke condition. The design is adequate for its intended use and did not contribute to this complaint condition. The jagged fracture face suggests that the drill bit breakage was caused by too much off-axis load during drilling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received at an affiliate manufacturer site on march 20, 2014. This information was not known when the initial medwatch (B)(4) was submitted. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Hsz-instrument ,surgical, ortho, pneumatic powered and accessory/attachment. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.